Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined drain error, valve pack issue, and power issue from blown fuse. Valve pack and charred y power cord were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that on (B)(6)2023, outside of the surgical environment, the unit had a burnt fuse. There was no patient involvement. Due diligence is in progress for this complaint; to date no additional information has been received. No adverse events reported as a result of this malfunction.